Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/24/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible and the reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 22.0 diopter intraocular lens (iol) was explanted from a male patient's right eye. According to the physician the iol was decentered secondary to posterior chamber opening. There was no injury or sutures required for this event, however, vitrectomy was required.